Event description:
It was reported by the company representative that: during the night, the resident was found on the floor, caregiver came with maxi twin passive lift to take him back on the bed. Caregiver attached patient in the sling to the hanger bar, when caregiver started lifting the resident, the lift arm bent. No injury was reported.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation. Impref# (B)(4).